Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified distal artery. A 2.25 x 28 synergy ii drug-eluting stent was advanced for dilatation. However, during the procedure when the device passed through the lesion, the stent was noticed to be deformed. The device was removed and the procedure was completed. There were no patient complications reported. The patient status was stable.